Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI (di): (B)(4).

Event description:
It was reported after a permanent procedure to implant the patient's ipg, the physician implanted a model s-8 lead located in the cervical spine epidural space and connected it to the ipg. It was also reported following the procedure, the patient felt stimulation coverage in her left arm. However, the patient's targeted area of pain is her right arm. As a result, the patient underwent an additional surgical intervention where the lead was explanted and replaced with a different model. The new lead was repositioned to provide the patient stimulation coverage to her targeted area of pain (right arm/shoulder). The patient reported effective stimulation coverage postoperative.